Event description:
It was reported that the insulin pump had cosmetic damage and an overly sensitive act button. The blood glucose reading was 230 mg/dl. The customer stated that the screen was scratched from gravel after she had fallen off her motorcycle with the insulin pump on. She noted that the air from under the button seemed to have been removed, causing less resistance when pressing the other buttons. She also reported that the act button did not beep when pressed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to a flattened act button dome switch. The unit had a minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.